Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's brother that the customer has been having issues. He stated when the customer is not eating when he does a bolus, the bolus wizard is not working. Customer has been to the doctor three to four times and they keep adjusting the settings. The customer blood glucose has been between 200-500mg/dl, after each meal using bolus. The customer's blood glucose at the time of incident was 398mg/dl, current blood glucose was 507mg/dl. The customer has a backup plan. The customer stated they received a no delivery alarm. Customer does not have tubing clamp, will call back when they received them. Customer has an infection right now which isn't getting better.